Event description:
The customer reported the image of the endoeye flex deflectable videoscope disappeared during angulation, but then reappeared. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image disappeared during right/left angulation due to damage on the charged coupled device unit (ccd). Also, evaluation found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive around the objective lens was peeled, the video connector was cracked and deformed, the forceps elevator lever was dirty, and the bending section cover was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor may have caused the event. Olympus will continue to monitor field performance for this device.